Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for difficult, or delayed positioning, and material deformation issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model avsm08100 vascular stent allegedly experienced difficult, or delayed positioning and material deformation. The information was received from a single source. One patient was involved with no reported patient injury. The device was used in a male patient, however, age and weight was not provided.